Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, it was found that the device alerted error code 7011. The procedure was not completed due to this event and was rescheduled. No complications were reported. Previously, it was reported in error that the procedure was cancelled; however, it was further reported that the procedure was completed.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the motor drive unit (mdu) 5 plus was returned for analysis. Visual inspection revealed that the mdu5 plus was failed due to the corrosion in the rotating direct connection (rdc) pins. The functional test failed due to image errors and error code 7011 caused by corrosion related damage to the rdc and bipolar transmission (bptx). Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the device alert error code 7011 was most likely determined to be caused by a damaged bipolar transmission (bptx) component, based on functional testing results and analysis of the available information, and replacement of the faulty bptx is required to resolve the issue.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, it was found that the device showed an error. The procedure was not completed due to this event and was rescheduled. No complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). H6: impact codes and device codes - corrected. B5: describe event or problem - corrected.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, it was found that the device alerted error code 7011. The procedure was not completed due to this event and was rescheduled. No complications were reported. Previously, it was reported in error that the procedure was cancelled, however, the procedure was completed.